Event description:
It was reported that the procedure was to treat a calcified lesion in the proximal left anterior descending. The 3.5 x 12 mm nc trek balloon was prepared per the instructions for use and advanced without issue. The balloon was inflated to 8 atmospheres (atm), but no contrast was seen and the balloon did not inflate. The balloon was inflated again to 9 atm, but no contrast was seen and the balloon did not inflate. The balloon was inflated for a third time to 12 atm. The balloon inflated slightly, but did not completely inflate. The balloon deflated without issue and was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the product will not be returned at this time. A follow-up will be submitted with all relevant information.